Event description:
It was reported that the patient with this artificial urinary sphincter (aus) ad a hydrocele in scrotum and was on coumadin creating the pump to erode from scrotum. The aus was explanted and replaced. There is no additional information reported.

Manufacturer narrative:
D4 unique identifier (UDI) for balloon: (B)(4). D4 unique identifier (UDI) for cuff: (B)(4).